Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "7.3, 5.8, 8.4, 5.1, 4.1, and 3.9 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. The patient did not allege any harm or injury because of the reported issue. The patient was sent a replacement meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k093745.